Event description:
The customer reported that they were unable to do a 12 lead on a pt due to a battery failure. There was no negative impact to the pt.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to do a 12 lead on a pt due to a battery failure. There was no negative impact to the pt. The device was evaluated at the philips repair bench and the failure was verified. The battery¿s led charge indicators were dim and failed to power up the unit. Replacement of the battery resolved the failure. The device passed all post servicing and was shipped back to the customer site.